Manufacturer narrative:
Reference record (B)(4).   The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation.   Gastrointestinal ulcer is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On an unknown date, the patient was admitted back and forth from rehab to the hospital for recurring abdominal pain. On (B)(6) 2020, the patient expired due to perforated bowel/peritonitis, gastric ulcer, gastric bleed, sepsis, and inflammation from the small intestine. The patient was treated with unknown antibiotics and unknown anti-fungal medications. The reporter states there were small ulcers in the duodenum and jejunum that may have been bleeding from along with the perforation. The reporter believes that the reported events were not in the vicinity of the device. Abbvie has chosen to report this complaint conservatively due to the potential that the device may have been involved with the ulcer bleeding.